Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician placed the lead in the right ventricle and deployed the helix, but the r-waves were unacceptable. The physician then retracted the helix and tried another spot. This second spot was unacceptable as well, so the physician retracted the helix again. On the third attempt to position the lead the helix would not deploy. The lead was then removed and not used. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.